Event description:
It was reported that the vns patient underwent generator and lead replacement surgery on (B)(6) 2015. The generator was replaced due to end of service and the lead was replaced due to compatibility with the new generator model. It was noted during the procedure that abraded openings were observed on the outer silicone tubing during the replacement procedure. The explanted generator and lead were returned to the manufacturer for analysis. The end of service condition was the result of normal, expected battery depletion. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found. Abraded openings were noted on the outer silicone tubing of the returned lead. Also, an abraded opening was noted in the inner silicone tubing of the negative coil . This condition was most likely caused during the implant life of the lead. Note that since the electrode array portion was not returned for analysis, an evaluation and cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.